Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("it caused me serious bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("strong headaches"), pain in extremity ("shin hurt"), female sexual dysfunction ("not able to have sexual intercourse"), dyspareunia ("not able to have sexual intercourse at that time. It was very painful and I bled after"), coital bleeding ("not able to have sexual intercourse at that time. It was very painful and I bled after") and hypersensitivity ("allergy"). The patient was treated with ibuprofen and surgery (she underwent removal of essure on (B)(6) 2018). Essure (ess205) was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, headache, pain in extremity, female sexual dysfunction, dyspareunia, coital bleeding and hypersensitivity outcome was unknown. The reporter provided no causality assessment for coital bleeding, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, pain in extremity and pelvic pain with essure (ess205). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.